Event description:
A customer reported to a baxter sales manager (sm) and issue of leaking disposable cassette found during use. The sm reported that there was solution dripping from patient line after priming, patient needed to change the cassette and solution. There was patient involvement however no injury reported associated to this issue.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Since the lot number is unknown, no batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed. Baxter received one actual used sample with 2 solution bags attached set. Set was placed on machine for priming with no alarms noted. The set was tested underwater at 8 psi with no leak noted with no blockage noted. No manufacturing abnormalities were noted during visual inspection. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.